Event description:
It was reported that on the same day as the implant of this transcatheter bioprosthetic valve, percutaneous coronary intervention wa s performed for an unspecified reason. One day later, a cerebral infarction was noted.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of this transcatheter bioprosthetic valve, percutaneous coronary intervention (p ci) was performed for an unspecified reason. One day later, a cerebral infarction was noted. Additional information was received that indicated that prior to the transcatheter aortic valve replacement (tavr), the patient had a previously implanted non-medtronic surgical aortic valve (sav). Approximately six years and four months following the implant of the sav, an echocardiogram revealed aortic valve dysfunction of the sav. Ten days later, the patient was hospitalized due to congestive cardiac failure. During treatment, chest pain due to coronary artery stenosis was observed and required pci. One month later, the patient was hospitalized for worsening heart failure. Approximately two weeks later, a tav in sav procedure was performed. During the procedure and right after per-dilation, hypotension was observed and the patient¿s condition deteriorated, so extracorporeal membrane oxygenation (ECMO) and ¿dc¿ were required. The tavr was performed and a medtronic transcatheter bioprosthetic valve was implanted and aortic stenosis improved. The prosthetic valve dysfunction of the sav resolved without sequelae.

Manufacturer narrative:
Updated data: a2 a4 b5 - added second paragraph d4 - UDI e initial reporter h6 - annex e g2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 - added third paragraph h6 - annex e, annex f continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {delivery catheter system (dcs)}; implant date {na}; explant date {na} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of this transcatheter bioprosthetic valve, percutaneous coronary intervention was performed for an unspecified reason. One day later, a cerebral infarction was noted. Additional information was received that indicated that prior to the transcatheter aortic valve replacement (tavr), the patient had a previously implanted non-medtronic surgical aortic valve (sav). Approximately six years and four months following the implant of the sav, an echocardiogram revealed aortic valve dysfunction of the sav. Ten days later, the patient was hospitalized due to congestive cardiac failure. During treatment, chest pain due to coronary artery stenosis was observed and required pci. One month later, the patient was hospitalized for worsening heart failure. Approximately two weeks later, a tav in sav procedure was performed. During the procedure and right after per-dilation, hypotension was observed and the patient¿s condition deteriorated, so extracorporeal membrane oxygenation (ECMO) and ¿dc¿ were required. The tavr was performed and a medtronic transcatheter bioprosthetic valve was implanted and aortic stenosis improved. The prosthetic valve dysfunction of the sav resolved without sequelae. Additional information was received indicated that approximately seven weeks prior to the tav in sav procedure, the patient had a history of coronary artery stenosis, with pci intervention to the left anterior descending (lad) coronary artery. The pci that occurred on the day of the tav in sav procedure was planned as a non-emergent/concomitant procedure. The placement of the chimney stent was preemptively done to secure the entry site as part of the tav in sav procedure. After the tav in sav procedure, the tav did not dislodge nor obstruct coronary arteries. During the tav in sav procedure the ¿dc¿ intervention was referring to direct current defibrillation. The dc was performed for ventricular fibrillation. The stroke that occurred one day following the implant of the tav was confirmed by a neurology specialist¿s assessment. Neuroimaging showed a new thrombolytic infarct. The patient developed a stroke due to a left anterior cerebral artery occlusion. Patient symptoms included severe right-sided paralysis and aphasia. Treatment for the cerebral infarction included prasugrel and aspirin. Per the physician, the event is not related to the valve, not the delivery catheter system (dcs), but was related to the tav implant procedure. The physician believed that the patient's primary disease of aortic valve stenosis and atherosclerosis were contributing factors. The stroke was reported as resolved with permanent sequelae.